Event description:
A 67 y.o. Female underwent bilateral bipolar hemiarthroplasty, uncemented in 1983 for avascitor necrosis. She was doing well until 3/15/97, when, while getting out of the bathtub she heard a pop and was unable to bear weight on the right lower extremity. Radiographs showed dissociated bipolar prosthesis. Implant was removed and total hip arthroplasty performed. Polyethylene liner showed wear with fracture of flanges which were loose in joint.